Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the universal battery charger (ubc) not working properly was confirmed via product testing. The heartmate universal battery charger (serial #: (B)(4) was serviced by the abbott service depot on 10sept2021 via work order #: (B)(4). No log files were submitted for review. During servicing, it was confirmed that the ubc was not functional and fluid ingress was observed on both the power supply pcb and the logic board pcb. During further analysis in the abbott product performance engineering lab it was determined that one slot of the ubc was functional while the rest of the slots had a red led indicator. The power supply and logic boards were inspected, and significant fluid damage and corrosion were observed. The root cause of the reported event was determined to be from fluid damage to the ubc circuitry. The root cause of the fluid damage was unable to be determined. The device history records were reviewed and the records revealed the heartmate universal battery charger (serial#: (B)(4) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate universal battery charger instructions for use section 5 ¿ ¿responding to advisory messages¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms. Heartmate universal battery charger instructions for use section 8 ¿ ¿inspection, cleaning, and maintenance¿ explain how to properly care for the equipment. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the universal battery charger was not working. Multiple pockets with red lights and "p" and "w" on the screen were noted. The product was exchanged. The pump functioned as intended and no adverse events were noted.